Event description:
(B)(6). Date of event: 02/14/2025. This complaint is to bring to the attention of immediate jeopardy condition that occurred on (B)(6) 2024, at this facility. This provider is also a cms-participating provider, and I expect that this incident will be reported to cms for their review. The preventable and life-threatening accident involved the introduction of a wheelchair into the MRI room, whereupon the wheelchair became a dangerous magnetic projectile.